Event description:
It was reported that the device was explanted due to erosion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Concomitant medical products: (B)(4), (B)(4).